Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. During examination after disassembly it was noted several internal components of the head assembly displayed slight to moderate debris. Also, slight to moderate wear was noted on inner drive components. All components appeared to be dry and lacking lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the failure of the bur end bearing retainer allowing debris to lodge in the cap end bearing the set assembly and in turn, causing the set to seize up.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. A patient was burned and was prescribed medication to treat the burn. A follow up with the office found that the patient had a normal recovery.